Event description:
A manufacturer representative reported that the attachment was slightly heating prior to the procedure. There was no patient involvement.

Manufacturer narrative:
Analysis found that pre-repair temperature test was not able to be performed. The bearings were corroded and detached. Replaced all the corroded parts and assemble the attachment. Post repair temperature test in degree fahrenheit: point1: 84.2 and point2: 95.2. If information is provided in the future, a supplemental report will be issued.